Manufacturer narrative:
Tvt registry the information was received in a de-identified format from a third-party post-implant device registry, (B)(6) transcatheter valve therapy [tvt] registry. Under the terms and conditions of the registry, anonymized patient demographics details and limited details were provided regarding the adverse events and outcomes, including time-to-e vent references in the number of days from the initial device implant procedure for reported observations. The reported event information did not include any device-specific identifying information, location where the events occurred or the specific dates of device implant procedures or events subsequently associated with the device or procedure. Without such information, it cannot be determined if any of these events were previously reported to medtronic or the FDA maude database, or if any devices were returned to medtronic for analysis. The event date reported here is the first day of the registry¿s quarterly reporting period, and the date of this report is the date the information was received by medtronic. Because the device serial number is not reported, a review of device history records could not be performed. A supplemental report will be filed if additional information is received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the initial implant attempt of a transcatheter aortic valve (tav) was re-scheduled due to an unspecified malfunction of either the valve or the delivery catheter system. There was an observation of moderate aortic insufficiency following the unsuccessful implant attempt, which was performed with a femoral access site. A different model tav of the same size subsequently was successfully implanted valve-in-valve (viv) into an unspecified chronic stentless bioprosthetic valve that had been implanted for more than six years. The timing of the subsequent successful viv implant in relation to the initial attempt was not reported. Access for the successful implant was obtained via subclavian cutdown. There were observations of mild aortic insufficiency and mild paravalvular leak on day two post-viv. The patient was discharged on day three. There were no reported observations from follow-up on post-implant day 44.

Manufacturer narrative:
Subsequent review indicated this patient event was previously reported (2025587-2016-00181).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.